Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required), neck pain ("neck pain"), dizziness ("dizziness"), chest pain ("chest pain"), heavy menstrual bleeding ("severe bleeding cycles"), intermenstrual bleeding ("metrorrhagia"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), oral infection ("oral infections"), tooth infection ("dental infections"), migraine ("repeated migraines"), alopecia ("hair loss") and depression ("depression"). On an unknown date, the patient experienced vomiting ("vomiting"), asthenia ("asthenia"), disturbance in attention ("lack of concentration"), amnesia ("loss of memory"), pain ("pain in the whole body"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), insomnia ("insomnia"), stress ("stress"), meniscus injury ("meniscal fissure"), arthralgia ("left knee pain"), chondropathy ("chondropathy") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and a left adnexectomy (removal of the left tube and the left ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neck pain, dizziness, chest pain, heavy menstrual bleeding, intermenstrual bleeding, fatigue, myalgia, oral infection, tooth infection, migraine, alopecia, depression, vomiting, asthenia, disturbance in attention, amnesia, pain, mixed anxiety and depressive disorder, insomnia, stress, meniscus injury, arthralgia, chondropathy and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, asthenia, chest pain, chondropathy, depression, disturbance in attention, dizziness, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, meniscus injury, migraine, mixed anxiety and depressive disorder, myalgia, neck pain, oral infection, pain, pelvic pain, stress, tooth infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: due to persistency of heavy bleeding, an ultrasound was performed. Results not provided. On (B)(6) 2020: confirmed the removal of the essure implants. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required), neck pain ("neck pain"), dizziness ("dizziness"), chest pain ("chest pain"), heavy menstrual bleeding ("severe bleeding cycles"), intermenstrual bleeding ("metrorrhagia"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), oral infection ("oral infections"), tooth infection ("dental infections"), migraine ("repeated migraines"), alopecia ("hair loss") and depression ("depression"). On an unknown date, the patient experienced vomiting ("vomiting"), asthenia ("asthenia"), disturbance in attention ("lack of concentration"), amnesia ("loss of memory"), pain ("pain in the whole body"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), insomnia ("insomnia"), stress ("stress"), meniscus injury ("meniscal fissure"), arthralgia ("left knee pain"), chondropathy ("chondropathy") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and a left adnexectomy (removal of the left tube and the left ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neck pain, dizziness, chest pain, heavy menstrual bleeding, intermenstrual bleeding, fatigue, myalgia, oral infection, tooth infection, migraine, alopecia, depression, vomiting, asthenia, disturbance in attention, amnesia, pain, mixed anxiety and depressive disorder, insomnia, stress, meniscus injury, arthralgia, chondropathy and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, asthenia, chest pain, chondropathy, depression, disturbance in attention, dizziness, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, meniscus injury, migraine, mixed anxiety and depressive disorder, myalgia, neck pain, oral infection, pain, pelvic pain, stress, tooth infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: due to persistency of heavy bleeding, an ultrasound was performed. Results not provided.; on (B)(6) 2020: confirmed the removal of the essure implants. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jan-2022: the case will be deleted from bayer pv database. Nullification reason: the case was identified as duplicate case from (B)(4) and all information were transfere to remain case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: allergist assessment of (B)(6) 2020 revealed that the patient is allergic to nickel. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required), neck pain ("neck pain"), dizziness ("dizziness"), chest pain ("chest pain"), heavy menstrual bleeding ("severe bleeding cycles"), intermenstrual bleeding ("metrorrhagia"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), oral infection ("oral infections"), tooth infection ("dental infections"), migraine ("repeated migraines"), alopecia ("hair loss") and depression ("depression"). On an unknown date, the patient experienced vomiting ("vomiting"), asthenia ("asthenia"), disturbance in attention ("lack of concentration"), amnesia ("loss of memory"), pain ("pain in the whole body"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome"), insomnia ("insomnia"), stress ("stress"), meniscus injury ("meniscal fissure"), arthralgia ("left knee pain"), chondropathy ("chondropathy") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and a left adnexectomy (removal of the left tube and the left ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neck pain, dizziness, chest pain, heavy menstrual bleeding, intermenstrual bleeding, fatigue, myalgia, oral infection, tooth infection, migraine, alopecia, depression, vomiting, asthenia, disturbance in attention, amnesia, pain, mixed anxiety and depressive disorder, insomnia, stress, meniscus injury, arthralgia, chondropathy and allergy to metals outcome was unknown. The reporter considered all events to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: due to persistency of heavy bleeding, an ultrasound was performed. Results not provided.; on (B)(6) 2020: confirmed the removal of the essure implants. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.